Manufacturer narrative:
Corrections to h6, h11. The investigation stated that the most probable cause was due to some kind of stress such as damage or deterioration of parts. The most probable cause was found to be expected or random component failure without any design or manufacturing issue.

Event description:
No additional information received from customer.

Manufacturer narrative:
The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported there was a procedural prolongation greater than 30 minutes due to the angulation snapping on the big wheel while the patient was under sedation during a diagnostic colonoscopy. The procedure was completed using a backup device and there were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields:d8, h2, h4, and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The complaint was confirmed and the most probable cause of the complaint is; a known inherent risk of device. Olympus will continue to monitor field performance for this device.